Event description:
Boston scientific received information that this right atrial lead showed impedance measurements of greater than 2000 ohms and was found to be undersensing and dislodged. The lead was unable to be revised so it was explanted and replaced with a new ra lead during a device change-out procedure. The lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. In addition, the distal part of the lead was bent. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage mechanical stress during the surgery should be taken into consideration. Blood penetrated the lead due to the damage. Furthermore, abrasion marks were noted on the insulation surface, which resulted presumably from the interaction with another implanted lead. In summary, there was no sign of a material or manufacturing problem.